Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump required the load fill tubing step to be completed multiple times during the load sequence. The customer experienced an elevated blood glucose level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy